Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie a2 failed. The field service engineer (fse) manually ejected all cubies, removed the legacy fh drawer, and replaced it with an enhanced fh drawer. Then returned the cubies to their original positions, rebooted the device, and reconfigured the drawer. Pocket a2 showed as failed again but was successfully ejected. The customer will replace the old cubie with a new one and later tested the drawer inventory with good results. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer hardware caused all cubies to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.